Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported they could not get the handset to work. Patient stated when they swipe the screen it says to call medtronic with a service code. Agent walked patient through resetting the handset. Patient was able to connect, but they lagged at 90%. Agent walked patient through clearing the data. Patient would monitor the issue and call back in if needed. Patient stated the error code appeared today and they did not know when the lag appeared.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software product ID: hh9020tdd; lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.